Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 541 mg/dl. The customer¿s current blood glucose value was unknown. The customer did not provide any information about any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active during the time of incidence. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed inf set.